Manufacturer narrative:
The device performed as intended throughout the procedure and no malfunction occurred. There was no evidence suggesting that the bleeding was related to clearpoint neuro products. There is no tangible clinical risk to having these products continued to be distributed and used in the field. The surgical team appeared to use the products in accordance with the intended use. The patient was unable to receive IV contrast that shows the brain vasculature in detail, which increased the risk of bleeding from blood vessels present (but not visualized) in any planned entry and trajectory. Additional sequences, including fgatir, t2 and mprage were examined during the planning and operative portion of the case to ensure as safe an approach as possible, though they may not showcase the vascularity as well as IV contrast depending on the scanner and technique used to acquire them.

Event description:
On (B)(6) 2024, a bilateral deep brain stimulation (dbs) lead implantation procedure was performed using the clearpoint system (clearpoint software version 2.1) and associated accessories for placement of the dbs leads. When reviewing the MRI scans after removing the stylet from the peel away sheath, bleeding was noted through the peel away sheath along the right trajectory. The patient was then transferred to the operating room and the procedure using clearpoint neuro's products was aborted. Clearpoint neuro products were used as intended throughout the procedure.